Event description:
Fusa sales reporting a first use "blood leak" of a non-processed dialyzer by the customer. Chief technician was called to obtain further details of this event. The internal leak was immediate and frank blood was visually detected within the dialysate. The patient treatment was stopped, extracorporeal blood was discarded (200 ml) and another dialyzer was prepared for use. There were no reported patient "problems" as a result of this leak. There was no medical intervention necessary as a result of this reported leak. MDR filed due to reported blood loss.